Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u18. (B)(4)

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device failed a self test. The biomedical engineer attempted to put the device into setup mode in order to find out why it had failed the self test; however, the device would only beep and go back to the main screen. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed when attempting to charge for defibrillation the device would display a "connect cable" message and not complete a charge cycle. This issue occurred with both a quik combo therapy cable or hard paddles. As a result, defibrillation would not be possible if it were necessary.